Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. It was reported that the in the morning customer's blood glucose was 250 mg/dl and now is 393 mg/dl almost 400 mg/dl. It also stated that drive support cap was normal. The customer treated high blood glucose with bolus via the insulin pump. The customer was neither hospitalized nor admitted for high blood glucose. Based on customer report customer does not allege pump was under delivering. The customer was advised that the replace the insulin pump. The insulin pump will not be returned for analysis.